Event description:
A 5mm coil embolized thru 2mm sized pda could not be retrieved into catheter. Coil detached from delivery cable on attempting to retrieve. Coil became entrapped in tricuspid valve and ra wall. Could not be retrieved by catheter. Surgery advised to retrieve and close patent ductus arteriosus.